Event description:
Device 2 of 3: reference MFR. Report: 1627487-2018-08396, reference MFR. Report: 1627487-2018-08515. Follow up information received indicated surgical intervention was undertaken and the lead located at the l4 vertebral level was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2018-08514, reference MFR. Report: 1627487-2018-08515. It was reported one of the patient¿s leads was unable to increase amplitude. Diagnostics revealed one lead had high impedances, and x-rays showed a potential kink in the wire. The lead was turned off, and the field representative attempted to program the patient utilizing the other two leads. As a result, the patient may be waiting surgical intervention. Note: all of the patient's leads are being reported because it is unknown which lead is liable.